Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Reference MDR 2029214-2017-00475 for the apollo microcatheter used in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo 5cm microcatheter ruptured distally during onyx injection in an embolization procedure. The patient was undergoing onyx embolization procedure to treat an avm in the right occipital. There was minimal vessel tortuosity and the access vessel was the right vertebral artery. There was no vessel calcification. The reported device and any accessory devices prepared as indicated in the IFU. The catheter was flushed as directed. There were 2 major feeders from the right pca which was supplying the right occipital avm. The first feeder was embolized successfully with 1 vial of onyx-18 and an apollo 3cm micro catheter. A new apollo 5cm was then used to enter the second feeder and after completing all preliminary steps, injection began with a second vial of onyx-18. There was no resistance during delivery of the catheter. The deadspace of the catheter was flushed with dmso as directed. The injection rate was 0.1-0.2ml./min and the physician paused during injection for 2-3 minutes if reflux was happening. After injecting approximately 1.2ml of the onyx, the apollo ruptured at the distal end. There was no friction or difficulty during delivery. The physician observed this on the roadmap that onyx cast was coming out from an unintended location at the distal end of the apollo micro catheter. The apollo was immediately removed. Since there was a small residual nidus remaining, the patient was sent for radiosurgery to completely cure the avm. Aside from the rupture, there was no other damage to the micro catheter. There were no patient symptoms associated to this event.